Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of asymmetry, bruising, edema, hardness, redness, tenderness, cellulitis and staphylococcus aureus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported three days after injection with 2 syringes of juvederm voluma xc, in the "zygomatic arch and sub malar: areas,"asymmetry" and "bruising" were noted at the injection site on the right side only, and three days after this there was notable edema, hardness, redness, and tenderness extending into the temporal and eye region, on the right side only. The presiding physician initially suspected it to be "cellulitis", and prescribed oral keflex and a kenalog injection patient was evaluated by another physician the following day who "performed "incision and drainage" on the affected area, as well as a "culture and sensitivity" test which came back positive for staphylococcus aureus. Patient was prescribed levaquin and "pain medication". The patient was seen the following two days to check the progress of their symptoms and additional drainage of the affected area was performed. Approximately 2 weeks after symptom onset, the healthcare professional called the patient for a status update; the patient stated symptoms had resolved, and they were "feeling great and did not wish to come in for any further follow-up".